Event description:
It was reported the implant did not seal. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure and delivery system (wds) was implanted on (B)(6) 2026. The patient was discharged. At the 45-day follow up a 3.5mm leak and missed lobe were noted. The patient was kept on 5mg of eliquis two times per day. The physician is also considering bringing the patient back for a coil and/or plug. There were no further details provided.